Event description:
This spontaneous case was received on (B)(6) 2014 from a male pt. The pt's med history and concomitant medications were not reported. On an unk date, the pt started treatment with sculptra, in the form of poly-l-lactic acid for an unk indication. The batch number used was not reported. On an unk date, the pt experienced considerable scarring and disfigurement after sculptra was administered. The outcome of the events were unk. No additional info or details are available at the time of this report. Additional info has been requested for this report.